Event description:
It was reported that "the hand grip part of the handle of the vcare snapped. The handle stayed on the vcare. They used the vcare the rest of the case and it worked fine." No pt injury reported.

Manufacturer narrative:
A review of sentinel events, indicated that this reported malfunction is MDR reportable. When the investigation report has been completed, a supplemental report will be filed.